Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 451mg/dl. The customer states they treated with pump and insulin drip. Troubleshoot was conducted. The customer was still at the hospital and states they would be calling back at a later time to complete troubleshoot.